Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries" sustained by the patient; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per plaintiff profile form and medical records: (B)(6) 2016 - patient was diagnosed with incarcerated ventral hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh using echo ps (device #1). Per operative notes, "ventral hernia containing large amount of incarcerated omentum was noted. The hernia sac was dissected and the defect was repaired using a ventralight st mesh using echo ps (device #1) and tacked." (B)(6) 2019 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent robotic assisted laparoscopic repair with partial removal of mesh (device #1) and implant of ventralight st mesh using echo ps (device #2). Per operative notes, "multiple adhesions were noted and removed. The prior mesh (device #1) at the midline and extending onto the left side had pulled away, that area of mesh (device #1) was excised. A ventralight st mesh using echo ps (device #2) was placed over the defect covering the mesh (device #1)."

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries" sustained by the patient; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name and 510k number. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2016) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.